Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise which led to inappropriate more switches. The patient was brought into the clinic for further evaluation. The noise was able to be reproduced with arm movements. All other electrical parameters were normal. The physician decided that no intervention was necessary. The patient was in good condition and would continue to be monitored.